Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that when pressing a movement button on the pendant, nothing would happen. Log files were analyzed and the issue was confirmed. The user interface pendant was replaced and the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. The pendant was returned to the manufacturer for analysis. The reported issue of the pendant not responding was not duplicated. The system and functionality test passed. Imaging was acquired successfully. Visual inspection confirmed physical damage of the pendant, cracks were found in the lamination of the control buttons. Physical damage confirmed. Analysis found that the reported event was related to a physical damage issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the 2d of the imaging system was not working. The site stated they received a white image. Additionally, the site was unable to perform movements while pressing the pendant button. No patient present.